Event description:
Blue tip of epidural catheter was missing when catheter was removed. Physician attempted removal x2 but was not successful. Called anesthesioloigst who also had problems. Repositioned pt and catheter removed, but tip was missing.